Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy and red. The patient reported the irritation was on her back under the therapy pads. The patient's physician recommended the patient mix eucerin lotion with an anti-itch medicine with it. Follow up indicated the irritation improved.